Manufacturer narrative:
Additional information b5. Medtronic received additional information that the adverse event is possibly related to the study device due to the rf prob not articulating the jaw and it is difficult to use in mini thoracotomy cases. Hence, the cryo probe had to be used for lesions. The rf probe could not be used for ras lesions, therefore the cryo probe was used. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient had a concomitant surgical procedure of mitral valve repair through minimally invasive thoracotomy. During the same procedure on the (B)(6) 2024) a cryoflex probe powered by a cryoconsole, and a cardioblate lp clamp powered by a cardioblate generator were used. The left atrial appendage was closed. The left pulmonary vein (lpv) was not performed due to the thoracotomy surgical approach. The right pulmonary vein (rpv) conduction block was successfully achieved. On the (B)(6) 2024) the patient experienced sinus node dysfunction. Sinus node dysfunction (bradycardia) with av block vs blocked premature atrial contractions (pacs) was noted on telemetry while admitted from the index procedure. Antiarrhythmic medications being held due to contraindication with rhythm. A pacemaker was inserted. The patients outcome status was recovering/resolving. The adverse event was deemed by the site as possibly related to the cardioblate lp clamp, the cryoflex probe, the concomitant procedure, the study procedure and the study device. The adverse event was deemed by the sponsor as possibly related to the cardioblate lp clamp, the cryoflex probe and the cardioblate cryoflex console and related to the concomitant procedure and study procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.